Manufacturer narrative:
(B)(4). Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. Customer stated that insulin pump was alarming and had white screen on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.